Event description:
The subject device was returned to an olympus service center for annual inspection/maintenance with no alleged complaint. Upon inspection and testing of the returned device, it was observed that error logs had multiple instances of error 400:26 (a user or an accessory related error). This report is being submitted for the malfunction found during device evaluation (error 400:26). There was procedure or patient involvement.

Manufacturer narrative:
The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was manufactured in july 2014, but the specific day is unknown. Error 400:26 occurs when the user activates the turis probe without the presence of saline or the accessory the customer is using is faulty. Based on the results of the investigation, it is likely the root cause for error 400 ref 26 had to do with improper use of saline solution. A definitive root cause is unable to be determined. Olympus will continue to monitor field performance for this device.